Manufacturer narrative:
Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the initial diagnosis of this patient¿s hernia as the date of diagnosis remains unknown. It is well established those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s hernia cannot be determined; however, there was no indication this patient¿s adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Therefore, the liberty select cycler can be excluded as a root cause of this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius she underwent surgery for a hernia that was caused by fluid retention. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was diagnosed with an umbilical hernia on an unknown date. It was unknown if the patient¿s hernia preexisted her start on pd therapy, but it was suspected to be by the outpatient clinic since the patient always had a hernia since she has been with this clinic. It was explained the patient put off the corrective procedure for her hernia for an undetermined time as it did not cause deleterious effect and was not exacerbated by pd therapy. The patient underwent an outpatient corrective procedure for her umbilical hernia on either (B)(6) 2024 (exact date unknown). During the procedure, a small amount of dialysate was found trapped in her abdomen as a result of the hernia. It was further explained the patient did not experience fluid retention and fluid retention was not the cause of the hernia. The hernia trapped the dialysate which was the fluid retention the patient initially reported. The patient was placed on in-center backup hemodialysis (hd) for three weeks to allow the surgical site to heal. The patient returned to ccpd therapy on the same liberty select cycler on (B)(6) 2024. It was confirmed the patient¿s hernia, and the associated corrective procedure were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and continues ccpd therapy on the same liberty select cycler at home following post-operative backup hd.